Event description:
Subject (B)(6) female enrolled in protocol lfc (B)(6) 2012, as part of the lifecell sponsored clinical study- essbr. The(B)(6) female subject underwent a skin sparing left breast mastectomy and direct to implant reconstruction with a 8x16 lifecell device and allergan implant on (B)(6) 2014. 273 g of breast tissue was removed. The post operative period was unremarkable except a self limiting seroma noticed on the day 14 follow up visit. On 04/08/2014 (pod 3m), the subject presented with a severe wound dehiscence, on which 2 stitches were made. Bacteriology test results identified an acinetobacter. On (B)(6) 2014, the investigator decided to hospitalize the subject for intravenous antibiotic therapy. The subject was hospitalized from (B)(6) 2014 for intravenous antibiotic therapy with fortum and cyflox for 5 days and continuation of therapy with bactrim and ciflox for 3 weeks and the device remains implanted. The investigator assessed the event relationship as probably related to the study device and possibly related to the procedure. Follow up bacteriology done on (B)(6) 2014 was negative. Sae stop date: (B)(6) 2014 and sae outcome "resolved without sequelae".

Manufacturer narrative:
Method: pathology evaluation of the explanted device. Results: pathology evaluation in progress. Conclusion: conclusion not yet available - evaluation in progress the pathology results will be reported in a follow-up report along with an updated conclusion.

Event description:
Additional information was received on 06/03/2014: the subject's condition of left breast infection progressed to skin breakdown and worsening of delayed wound healing with abscess that required removal of both the device and implant. The subject was hospitalized from (B)(6) 2014 to (B)(6) 2014. The subject's outcome is reported as resolved without sequelae. The explanted device was returned to lifecell for evaluation. The investigator assessed the event relationship as possibly related to the study device and possibly related to the procedure.

Manufacturer narrative:
Method: pathology evaluation of the explanted device. Results: pathology evaluation revealed largely unincorporated, intact device with acute inflammation and focal necrosis and debris. The edges showed a chronic inflammatory infiltrate with scattered eosinophils. No evidence of loculated area or abscess was seen. Gram and fungus stains were both negative. Conclusion: seroma is an anticipated postoperative complication associated with this type of surgical procedure. The wound dehiscence reported is an event associated with postoperative complications such as seroma. Based on the reported information and internal investigation with no remarkable findings, the seroma and wound dehiscence are likely related to postoperative complications and not related to the device. The infection reported was treated with medical intervention and the device was explanted approximately 4 months post-op. The device was returned to lifecell for evaluation. Pathology evaluation revealed largely unincorporated, intact device with acute inflammation and focal necrosis and debris. The edges showed a chronic inflammatory infiltrate with scattered eosinophils. No evidence of loculated area or abscess was seen. Gram and fungus stains were both negative. The device as a contributing factor in the development of infection is unlikely. It should be noted that according to the (B)(4) acinetobacter is a group of bacteria commonly found in soil and water. Outbreaks of acinetobacter infections typically occur in intensive care units and healthcare settings housing very ill patients. Acinetobacter infections rarely occur outside of healthcare settings.

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell; review of the device history record for lot sp100048; review of the lifecell complaint system. Results of evaluation: investigation into lot sp100048 resulted in no remarkable findings, including acceptable device sterilization, with no deviations or non conformances revealed during processing. A query of the complaint management system on (B)(4) 2014 revealed no other complaints reported against lot sp100048. As of (B)(4) 2014, of the 416 devices released to finished goods for lot sp100048, 350 devices have been distributed, including 5 devices reported as implanted. Lot sp100048 met all qc release criteria. Conclusion: device not returned. Conclusion: seroma is an anticipated postoperative complication associated with this type of surgical procedure. The wound dehiscence reported is an event associated with postoperative complications such as seroma. The seroma and wound dehiscence are likely related to postoperative complications and not related to the device. Based on the reported information and internal investigation into the lot with no remarkable findings, including acceptable device sterilization, with no deviations or non conformances revealed during processing and 350 devices distributed with no other complaints against the lot, the device as a contributing factor in the development of infection, while unlikely, cannot be ruled out. The infection reported was treated with medical intervention. It was reported to lifecell that the sae is resolved with no further complications and the lifecell device remains implanted. Lot sp100048 met all qc release criteria. It should be noted that according to the cdc (centers for disease control and prevention), acinetobacter is a group of bacteria commonly found in soil and water. Outbreaks of acinetobacter infections typically occur in intensive care units and healthcare settings housing very ill patients. Acinetobacter infections rarely occur outside of healthcare settings. Device remains implanted.